Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response. The device was reprogrammed and remains implanted. The patient was in stable condition following the event.